Manufacturer narrative:
The investigation for low pump flow has been completed. The data logs confirm a low displayed flow. The motor current was consistent throughout the case showing that flows were adequate. The pump was rezeroed multiple times throughout the case. The pump was rezeroed while the patient was hypotensive and had volume issues. Once the patient was given volume it is likely that the low flow condition resolved however the rezeroing of the sensor resulted in an offset in the dp and calculated flow. The root cause of the prolonged low flow was determined to be use related as the site rezeroed in an attempt to mitigate an issue unrelated to the functionality of the dp sensor. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella rp for mechanical circulatory support. It was reported the pump experienced low pump. The patient remained on impella support and was successfully weaned.